Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and the reported off-label use appears to be related to the use of the mitraclip device on the tricuspid valve. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. A definitive cause for the reported patient effect of death could not be determined. Additionally, the reported patient effect of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The UDI is unknown as the part and lot number was not provided.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: death. Specific patient information is documented as unknown. Details are listed in the article, titled "clinical characteristics, diagnosis, and risk stratification of pulmonary hypertension in severe tricuspid regurgitation and implications for transcatheter tricuspid valve repair." No additional information was provided.